Event description:
The user facility reported a 67-year-old female needing impella cp for mechanical circulatory support. It was reported that a patient presented with non-q wave myocardial infarction- left main coronary artery, ostial left anterior descending artery, ostial circumflex artery, and mid section left anterior descending artery (mlad). It was reported that there was access site bleeding. The tamponade was crossed over with balloon and the patient was administered a unit of blood. The patient was sent to the operating room for a wire perforation that required a stitch. The impella cp device was explanted in procedural area and the patient is stable.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.